Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received. (B)(4).

Event description:
A nurse reported an intraocular lens (iol) that was exchanged due to nausea and inability to adjust. Additional information was requested.

Manufacturer narrative:
The product was returned submerged in clear solution. The iol was torn/cut with serrated edges into two pieces. The optic has scratches and split/cracks. A lens bench evaluation was attempted with the pieces of lenses. Exact focal length/resolution measurements could not be obtained because of the optic damage. Results from the product history record review indicated the product met release criteria. The customer indicated the use of a qualified cartridge, handpiece and non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined for the reported "exchanged due to nausea and inability to adjust". Based on the information the complaint may be related to patient condition, and not related to a malfunction of the product. No specific malfunction was alleged against the product. Attachment indicated the lens was replaced with a monofocal lens. The returned lens was damaged. The root cause of the lens damage may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for the lens/cartridge combination used. Due to differing material properties, the use of a non-qualified viscoelastic may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).